Event description:
Customer reportedly received result of 206 mg/dl on the advantage system and hi (greater then 600 mg/dl) on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.